Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly. The device was functionally okay.

Event description:
The manufacturing representative reported that the implantable neurostimulator (ins) was replaced with no longevity concerns. When connecting a new ins, 3 electrodes showed high impedances of greater than 10,000 ohms. The lead was taken out, wiped down several times and reinserted, but the issue didn't resolve. All of the pairs with the bottom port were high or out of range, so the leads were switched in the header block. All of the pairs were still out of range in the bottom port, so the ins was changed out and the issue resolved. No patient symptoms were reported as the ins was never turned on. Indications for use include non-malignant pain and other pain indications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.